Event description:
It was reported that there was an elective replacement indicator (eri) message. Patient had last seen the healthcare professional (hcp) on wednesday (B)(6) 2013. Patient was really leaning to the left side on the saturday prior to this report and they checked the patient¿s implantable neurostimulator (ins) and received the eri message on the patient programmer. Additional information received reported that the patient saw her healthcare provider (hcp) ¿in (B)(6) or so¿ and the hcp adjusted her settings to ¿5.2 on both sides.¿ it was stated that ¿about a week or a little less than a week later¿ the patient saw a ¿call your doctor¿ icon. It was stated that ¿her right side, well her left side started not working properly.¿ it was reported that the patient¿s hcp and a manufacturer representative had said that the batteries would need to be replaced because ¿her device wouldn¿t let her do anything for it.¿ it was noted that the battery voltage was ¿2.62 or something like that.¿

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3387s-40, lot# v009876, implanted: (B)(6) 2008, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v065001, implanted: (B)(6) 2008, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was later reported that the patient used to walk with the friend or family member in the park but had not for a year and a half prior to the date of this report. Patient leaned to the left and had a lot of water weight. It was noted that the patient had a pessary.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3387s-40, lot# v009876, implanted: 2008 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v065001, implanted: 2008 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).